Event description:
Device issue: dislodged stent. Time of device issue: before use. Adverse event: none. It was reported that the vision stent delivery system (sds) was advanced to the lesion and the stent was deployed. However, after deployment of the vision stent, a picture was taken and the stent could not be visualized. The back table was checked and the stent implant was found on the back table. The stent implant dislodged from the sds balloon during unpacking and preparation of the device before use. However, it was not noticed until after the attempted deployment of the stent. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.